Event description:
It was reported that intima-ii catheter separated from the hub. The following information was provided by the initial reporter: on 10.30, as advised by the doctor, the closed intravenous indwelling needle was used for the patient's infusion. It was found that the catheter tube of the indwelling needle fell off while opening the package, so the product was immediately replaced.

Manufacturer narrative:
H.6. Investigation: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production.see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that intima-ii catheter separated from the hub. The following information was provided by the initial reporter: on 10.30, as advised by the doctor, the closed intravenous indwelling needle was used for the patient's infusion. It was found that the catheter tube of the indwelling needle fell off while opening the package, so the product was immediately replaced.